Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high elecsys pth immunoassay results for one patient sample from cobas 8000 e 602 module serial number (B)(4) and suspected heterophile interference. The customer stated the initial result was greater than the upper measuring range of 4100 pg/ml assay, but could not provide the actual result. A result of 4352 pg/ml was generated when diluted with seracon. The dilution ratio was not known. This result was reported outside of the laboratory and was questioned by the physician. On (B)(6) 2018, the customer performed dilutions with the following results: 1:2 dilution: 5524 pg/ml. 1:4 dilution: 5476 pg/ml. 1:8 dilution: 5220.8 pg/ml. 1:16 dilution: 5036.8 pg/ml. The sample was retested with a heterophile blocking tube (hbt) and the result was 38.17 pg/ml. On (B)(6) 2018, testing with additional dilution ratios was performed with the following results: 1:32 dilution: 4979.2 pg/ml. 1:64 dilution: 5020.8 pg/ml. 1:128 dilution: 5201.92 pg/ml. The customer issued a corrected report with the result of 38.17 pg/ml. The patient was not adversely affected. The customer refused a service visit as she did not believe there was an instrument issue.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's high result was reproduced. Based on these results and the pth result generated by the customer after hbt treatment, an interference was likely.

Manufacturer narrative:
Further investigation of the sample found there was an interference present. Product labeling for the assay documents this interference.